Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch and regarding the same issue. It was closed as not confirmed due to tested samples fulfilled specifications. We manufactured and distributed in the market 4,644 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample to analyze this case. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 3.24 kgf in average and 2.28 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). According to the results of the tests realized to the closed samples received in the previous complaint and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the suture broke during the closing of the orifice of the celio trocar and the needle fell into the patient (child). No further information has been provided.